Event description:
It was reported that the leads went bad and the device was removed in (B)(6) of 2015. Two of the leads came loose and the battery was showing dead. There was a replacement in (B)(6) of 2015. The patient had pain in the pelvic area and the device had not helped. The patient had an unrelated CT scan on the day of the report and turned the implantable neurostimulator (ins) off for the scan. After follow-up with the health care professional (hcp), the event cause was not determined. It was unknown if it was device related. It was unknown if the battery depletion was normal, premature, or a prophylactic explant. The device setting was in continuous mode. The patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v432344, implanted: 2010-(B)(6), explanted: 2015-(B)(6), product type: lead. (B)(6). (B)(4).